Event description:
Customer received a cartridge change error. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and received another cartridge change error. Customer to use mdi for insulin therapy. Customer¿s blood glucose level was not adversely impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed for the cartridge change error and the alleged issue was verified in the pump logs; however, no failure was identified. There was no investigation preformed for the cart: damaged due to no device being returned for evaluation.